Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the recharge times are increasing without change/variance in stimulation output and no impedance issues. The coupling is not efficient. It is unknown if there were any factors that may have led or contributed to the issue. Recharging stickers were provided to the patient to stabilize the recharger without success. The issue was not resolved.